Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a 6cm cyst during a pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the axios cautery did not work. There was no blanching of the tissue. The procedure was aborted and the patient will be rescheduled for another procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.